Event description:
It was reported that the family experienced repeated scan errors when attempting to scan a freestyle libre 3 plus sensor with the ilet app despite app reinstallation and multiple attempts, after which they contacted abbott and were transferred for support; the case pertains to fsl3+ scanning and troubleshooting and education were completed. Symptoms included no reported alerts or alarms and no reported clinical symptoms. Outcomes included no reported impact beyond inability to scan. Investigation included troubleshooting guidance and education on proper app and sensor scanning steps. Investigation of this case revealed a persistent scan failure consistent with a sensor-app communication issue; device replacement was pursued through abbott. It was concluded, based on previously established findings for similar reports, that the cause was a sensor or app scanning malfunction unrelated to the ilet system.